Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, patient: 1, inratio: >7.5, lab: 2.0. Date: (B)(6) 2010, patient: 2, inratio: >7.5, lab: 3.2. Date: (B)(6)2010, patient: 3, inratio: >7.5, (re-test) inratio: 2.0. Lab draws for patients 1 and 2 were taken within one hour of meter testing. Patient 3 could not go to the lab and was re-tested.

Manufacturer narrative:
Investigation pending.